Manufacturer narrative:
Product complaint # (B)(4). There are 2 device lot numbers sent for comparison that are associated with this event: batch hhe512 mfg. Date - 7/15/2014 exp. Date - 7/31/2019. Batch lcj473 mfg. Date - 3/25/2017 exp. Date - 2/28/2022. The device history records for the two lot numbers were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported packaging labeling identification. An opened overwrap with a folder of product code (B)(4), lot # hhe512 and an opened overwrap with a folder of product code (B)(4), lot # lcj473 were returned for analysis. During the visual inspection of two opened samples, it was observed that the two samples had the same needle sales type stc-6 and product code (B)(4), however the description of the needles and the draws of shape of the tip of the needles were different at the folders, a belong to a straight reverse-cutting needle and the other belong to a straight spatula. Also, the lot numbers were review in our system and it was observed that the lot # hhe512, contains revision graphics-v012 and the lot # lcj473, contains revision graphics-v014. In addition, the needles of both lots were examined for visual inspection and the needles belong a micro point reverse cutting needle. Due to the difference of graphics on the sample of lot # hhe512 a change was performed to align the labeling with the product inside on the folder. This change was part of a CAPA. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received (hhe512), the assignable accuse of packaging - labeling identification is due to an issue during code graphic creation of the product code. This issue was corrected under needle CAPA. Per the condition of the sample received (lcj473), no packaging - labeling identification was found on the sample.

Event description:
It was reported that prior to use on a patient, the customer found 2 different boxes with the same product code and different lot #s. The two packages have the same needle code (stc-6) but different needle descriptions (spatula vs reverse cutting). Both catalogue and previous description on physical box suggested "spatula" while the new description is "reverse cutting". There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/11/2018. Corrected investigation summary: it was reported packaging labeling identification. A photo and an opened overwrap with a folder of product code w1713, lot # hhe512 and an opened overwrap with a folder of product code w1713, lot # lcj473 were returned for analysis. Upon visual inspection of the picture, it was observed that the two samples had the same needle sales type stc-6 and product code 1713, however the description of the needle and the image for the shape of the tip of the needles was different in one folder. During the visual inspection of two opened samples, it was observed that the two samples had the same needle sales type stc-6 and product code 1713, however the description of the needle and the image for the shape of the tip of the needles was different in one folder. The lot numbers were review and it was observed that the lot # hhe512, contained graphic revision-v012 and lot # lcj473, contains graphics revision -v014. The needles of both lots were examined visually and were noted to be a micro point reverse cutting needle. Per the condition of the sample received (hhe512), the assignable cause of the labeling identification issue is due to an error during code graphic revision v012 for that product the code.